Event description:
During service at baxter, a technician reported a infusor pump with "constant alarm when attempting to run". This event occurred during product evaluation. There was no patient injury, adverse event or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause was faulty ribbon cable on switchboard. The ribbon cable was replaced.